Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead', and the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective' lead. It also alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages.' The patient has further suffered 'various physical manifestations of emotional distress.' Lead 'failure' and 'defective' lead also alleged. Information identified in the manufacture database noted the patient is deceased.